Manufacturer narrative:
(B)(4). Device evaluation: a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the safety mechanism on the suspect device failed and the nurse was able to pull out the exposed needle. This defect has occurred three times.

Manufacturer narrative:
Following submission of the initial MDR, additional information was received with an updated device catalog number. The following fields were updated: medical device brand name: 20 g x 1.00 in. Bd nexiva¿ closed IV catheter system with dual port -common device name: closed IV catheter system, -medical device catalog #: 383536, -medical device lot #: 6176872, -medical device expiration date 06/30/2019, -UDI # (B)(4) 2. Device manufacture date: 09july2016 - 13july2016. Device evaluation: result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6176872. The qn reviewed revealed no related reject activity for the lot number associated with this incident. Bd received one used unit and paper top web from the lot number 6176872. The unit consisted of the needle set and was returned in a specimen container. The needle was curved. The catheter adapter/extension tubing was not returned for review. A visual/microscopic examination was performed. The needle (cannula) was not pulled back into the safety shield and was curved. The bump was present. The retention washer was present, properly installed and no mechanical/physical damage was observed. The v-clip was present, properly installed and no mechanical/physical damage was observed. No cured adhesive was observed on the tip shield or the grip. The needle o.d. Dimension was measured in three areas and was within specification. Conclusion - the customer's indicated defect was not able to be confirmed or duplicated. The provided portion of the unit met manufacturing specifications that would affect proper retraction. An absolute root cause for this incident cannot be determined. There was no evidence to confirm the root cause for the defect observed in this incident. The full assembly was not available for investigation.